Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating the needle broke off on the enlite sensor of the insulin pump. Customer's blood glucose was 96 mg/dl. The customer found out that she did not load serter onto pedestal correctly and went to remove serter form pedestal when this occurred. The customer was advised to hold sert away from her and press/hold in green button and shaker serter gently. Customer stated this released the needle/hub from serter successfully.